Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead was explanted due to dislodgement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.